Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: 30 cm splitter kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was receiving inadequate stimulation and stimulation in non-target area. Reprogramming was done but was unsuccessful. The bsn sales representative observed that three contacts were suspected to have wire fractures due to high impedances. The patient underwent lead replacement and reportedly doing well following the procedure.